Manufacturer narrative:
During inspection and testing of the asset, spare lamp lights came on intermittently due to switching regulator failure. Additionally, the light control processor works intermittently, the light control processor works intermittently due to a faulty pc board, a damaged front panel, a loose connection due to wear and tear, the main lamp output is out of specification. The asset was repaired to asset specifications and returned to the customer. The asset was last serviced on april 16, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera iii xenon light source was found to have a lamp malfunction as the spare lamp came on intermittently due to a faulty switch regulator observed during a standard service inspection. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Regarding the spare lamp, it has been confirmed from the device evaluation that the spare lamp sometimes lights up due to a switching regulator failure. The switching regulator failure may have deteriorated due to long-term use from the year of manufacture. Regarding the brightness adjustment, based on the results of the device evaluation that the maximum brightness is sometimes reached due to a malfunction of the main pc. The main pc failure may have deteriorated due to long-term use from the year of manufacture. The legal manufacturer will continue to monitor the field performance of this device.